Manufacturer narrative:
Investigation summary: bd received both 'used and 'unused' samples from the customer facility for investigation. The 'used' samples were evaluated and the customer's indicated failure mode for low draw volume with the incident lot was observed. Evaluation and testing of the customer's 'unused' samples was performed and no issues pertaining to draw volume was observed as all unused samples met draw/fill specifications. Additionally, retain samples of the incident lot number were selected from bd inventory for draw testing and no issues were observed as all retain samples met draw specifications. A review of the manufacturing records was completed for the incident lot and no issues were identified. Investigation conclusion: based on evaluation of the customer's 'used' samples, the customer¿s indicated failure mode for low draw volume with the incident lot was observed. However, testing of both the customer's 'unused' samples as well as in-house retains samples showed no issues as all tubes generated acceptable results that met draw volume specifications. Root cause description: based on the investigation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes were not drawing the correct amount of blood. No report of injury or medical intervention. No report of blood exposure to mucous membrane.